Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "set came back from surgery. Upon check of set the #6 inserter was unable to received the 6mm implant."

Event description:
It was reported that, "set came back from surgery. Upon check of set the #6 inserter was unable to received the 6mm implant"

Manufacturer narrative:
The returned instrument was visually inspected. No obvious damage was observed. Based on the reported event, the investigation was conducted on the threaded tip. It was visually inspected with a binocular. The thread is in good condition and does not appear cross threaded. The device was then functionally checked with an anchor c cage and the cage was securely connected to the instrument without any issue. Hence the device remains fully functional. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected and as the complaint condition could not be reproduced the complaint is considered invalid and a non-issue. The reported event is not confirmed. No further investigation is required.